Event description:
(B)(4) study. It was reported that distal narrowing occurred. In (B)(6) 2010, the patient was diagnosed with non q-wave st elevation myocardial infarction and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo thrombotic lesion, located in proximal left anterior descending (lad) artery with 100% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with thrombectomy followed by direct stent placement using a 3.00 x 20 mm taxus® liberté® stent. Post placement of the 3.00 x 20 mm taxus® liberté® stent some narrowing was observed at the distal edge of the stent and was treated with the distally overlapping placement of a 3.00 x 8 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).